Manufacturer narrative:
A4 and a5, ethnicity, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
It was reported that a patient on impella cp support experienced a slightly livid and cool leg in the past and already had a successful extracorporeal fem-fem bypass. The next day it was noted that the fem-fem bypass was no longer needed and the patient was escalated to an impella 5.5.